Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) performed on may 10, 2022. It was noted that there was no difficulty experienced upon setting up the devices. They tightened the trip wire and the sutures, and made sure that the cap was straight and the arrows were aligned as well. During the procedure, they rotated the handle multiple times but no band was deployed. When the handle was rotated for the last time, there were four bands deployed. A second speedband superview super 7 was used, but the same problem happened. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.